Manufacturer narrative:
D9: date returned to mfg; 11/13/2024. Device evaluation: one device received for device analysis. Functional testing performed and found it was challenging to inflate the cuff. Upon further examination of the device it was found that the inflation line contains solvent which leaves it without airflow, which causes an occlusion.

Event description:
It was reported that the pilot balloon was difficult to inflate and deflate. There was no patient involvement, and no patient harm/ adverse event reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.